Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Lead analysis determined that this lead severed from terminal pin with three segments were also returned and some segments might be missing. The proximal end of the distal spring electrode is separated from the lead body insulation and cuts were also noted in the insulation. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold. Reportedly, this lead had been high for a while. Additional information received that lead and device extraction planned out, however, physician was concerned about the lead varying the threshold. Furthermore, there was no noise on the rv lead, lead impedance is fairly stable over the past year and discussed possible spring contact issue. This lead was explanted. No additional adverse patient effects were reported.